Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During omega plus surgery, the surgeon tried to insert locking screw, and to fix the side of the plate. After having completed the drilling of the hole side of the plate, the surgeon inserted the locking screw. However, the locking screw was not inserted in the hole where the drilling had been done. The locking screw broke when the surgeon reversely rotated the locking screw. The tip of the broken locking screw was not able to be removed.